Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Accidentally drank the mixture [accidental device ingestion] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident denture cleanser) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident denture cleanser. On an unknown date, an unknown time after starting polident denture cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident denture cleanser was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the case was reported by consumer via call center representative on (B)(6) 2021. A consumer leaves a voice message about polident denture cleaner because she accidentally drank the denture cleaning mixture wants to know if accidentally ingesting polident denture cleaner can cause adverse effects and if she needs to go to the hospital.